Event description:
The customer reported the loudspeaker on their intellivue multi measurement server (x2) is defective. It is unknown if the device was in clinical use. There was no adverse event reported.

Event description:
The customer reported the loudspeaker on their intellivue multi measurement server (x2) is defective. It is unknown if the device was in clinical use.there was no adverse event reported.